Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-03. Investigation summary: bdj received one used samples and 6 photos for investigation. The photos and sample were reviewed and the indicated failure mode for damaged tube was observed. Bdj confirmed that the inner wall of the tubes was sharply damaged. Additionally,80 retention samples from bd inventory, were evaluated by visual examination and the issue of damaged tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged tube. Bd was not able to identify a root cause for the indicated failure mode however, this defect is not caused by any process during the manufacturing of this product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® edta 2k, the device experienced cracked tube. The following information was provided by the initial reporter. The customer stated: the customer reported that a crack was found on the tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k, the device experienced cracked tube. The following information was provided by the initial reporter. The customer stated: the customer reported that a crack was found on the tube.